Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article " perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age" , corresponding author (B)(6), the following event was identified as pertaining to an edwards device: severe regurgitation was observed at 3 years follow-up echocardiographic evaluation in 1 patient with a valve model 3300tfx implanted in the aortic position.

Event description:
Through review of medical article " perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age", the following events were identified as pertaining to edwards devices. Regurgitation was observed at 3 years follow-up echocardiographic evaluation in 4 patients with a valve model 3300tfx implanted in the aortic position (1 moderate + 2 moderate/severe + 1 severe).

Manufacturer narrative:
This is one of eleven manufacturer reports (31897, 31984 and 31985) being submitted for this article. H10: additional manufacturer narrative: the date of the event is unknown. Therefore, the day when the article was received for publication on (B)(6) 2023) was used as the date of event. No information about devices current status was provided neither in the literature article nor through follow-up. Article citation: : francica, a.; tonelli, f.; rossetti, c.; galeone, a.; perrone, f.; luciani, g.b.; onorati, f. Perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age. J. Clin. Med. 2023, 12, 2077. Https:// doi.org/10.3390/jcm12052077. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.